Event description:
An operating room representative reported that the site turned on the landmarx navigation system, loaded an exam, and then when they next looked at the system, the monitor displayed, "searching for input." They rebooted the system, but the issue persisted. The disk drive also would not open. This occurred during the preoperative step of loading the exam and no patient was present.

Manufacturer narrative:
No patient was present at the time of alleged malfunction. A medtronic representative went onsite to trouble shoot. Technical services had him remove both the front and right side panels and re-plug all internal video/monitor/power connections on the computer and scan converter connections. He observed that the active light on the scan converter was blinking yellow, but after reconnecting all the cables it showed a solid active light and the monitor display came back on. He was also able to open and close the drive. He power cycled the system a couple of times without issue.. At this point in time there was no further issue. However, at a later date the representative was able to reproduce the issue and a replacement video splitter and computer have been sent to the site. Neither part have been returned for evaluation at this time.

Manufacturer narrative:
Correct aware date provided. The video splitter and cable was returned to the manufacturer for evaluation. When connected to known good system the components performed as expected with no problem found. A replacement video splitter was sent to the site and the issue was resolved.